Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the user interface (ui) to stack flex cable assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the ui to stack flex cable assembly and determined that the cause of the reported issue was multiple broken traces (c2 & c3), leaving the connection electrically open, resulting in a failure to complete the boot-up cycle.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that there were lines running through their device's display. The biomedical engineer further advised that they had just replaced the display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not complete the boot-up cycle and none of the buttons would respond when pressed.